Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range impedance measurements greater than 3000 ohms the day after implant. When later checked in the clinic the impedances were normal. The device and rv lead remain in service. No adverse patient effects were reported.